Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "barricor tubes have the separator missing." There are 30 boxes from the same lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-12. H.6. Investigation summary: mat: 365050 . Lot: 2165731. Bd received 291 samples in support of this complaint and 3 photographs were attached. An evaluation of the returned samples was conducted and indicated that there was no separator in 189 tubes. The photographs also confirms the defect. Additionally, 100 retained samples from the bd inventory were visually inspected, and no missing separator was found during the inspection. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Although a review of DHR showed no indication of the alleged defect, the samples and photos provided did confirm the reported defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "barricor tubes have the separator missing.". There are 30 boxes from the same lot.